Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "magnesium to run over two hours. Started at 1003 and at 1235 infusion was still not finished. Pump removed and new pump was used. Magnesium stopped at 1300". There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, concomitant med prod data, device available for eval?, returned to manufacturer on, device eval by manufacturer? , device manufacture date, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported underinfusion of magnesium was not confirmed through a review of the device logs or reproduced during testing. Inspection of the suspect device found no issues or anomalies that could contribute to the reported issue. Laboratory test results performed on the source device confirmed the pump module was within specification for accuracy and operating as intended. On (B)(6) 2025 at 09:27 am, the pcu event log recorded that the pcu and source pump module were powered on. The pump module was assigned channel a. The user selected yes for 'new patient'. The profile in use was identified as 'hemeonc' at 10:04 am, pump module s/n (B)(6) was recorded infusing 'magnesium sulfate' with a concentration of 2gram/50ml, a rate of 25ml/h and a volume to be infused (vtbi) of 30ml. Pump module s/n (B)(6) was selected and an infusion was programmed, 'IV fluid + kcl 20meq' (drugid= 339) was selected and programmed with a rate of 500ml/h and a volume to be infused (vtbi) of 1000ml. Infusion started and recorded a primary volume infused (pvi)= 0ml. At 11:16 am, pump module s/n (B)(6) alarmed for infusion completed keep vein open (kvo), channel 'b' was selected and vtbi was modified to 15ml. Infusion was started and recorded a primary volume infused (pvi)= 222.28ml (an accumulated total from prior performed infusions). At 11:52 am, pump module s/n (B)(6) alarmed for infusion completed keep vein open (kvo), channel 'b' was selected and vtbi was modified to 20ml. Infusion started and recorded a primary volume infused (pvi)= 237.359ml. At 12:05 pm, pump module s/n (B)(6) alarmed for infusion completed keep vein open (kvo), channel 'a' was selected and vtbi was modified to 200ml. Infusion was started and recorded a primary volume infused (pvi)= 1000.14ml. At 12:26 pm, pump module s/n (B)(6) was selected and vtbi was modified to 20ml. Infusion was started and recorded a primary volume infused (pvi)= 251.231ml. At 12:28 pm, pump module s/n (B)(6) was powered off and the total primary volume infused (pvi) was recorded to be 1189.28ml. Pump module s/n (B)(6) was powered off and the total primary volume infused (pvi) was recorded to be 253.131ml. No more infusions were recorded on the reported date. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for investigation. Per the bd alaris system user manual v9.33, states within warnings and cautions, do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Additionally, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported underinfusion of magnesium was not identified. The returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "magnesium to run over two hours. Started at 1003 and at 1235 infusion was still not finished. Pump removed and new pump was used. Magnesium stopped at 1300". There was patient involvement, but the outcome is unknown.